Manufacturer narrative:
\ It was initially reported that the device would be made available for evaluation. Multiple attempts were made to obtain the sample; however, it was not returned. This report has been updated to reflect this corrected information. Complaint samples were not returned to codman and no lot number information was provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. If the complaint samples become available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Insertion of intracranial pressure monitor. Issue occurred during use in ICU. The device was implanted in theatre and after about an hour the pressure would fall to minus 60 millimeters of mercury. They described periods of good trace but the pressure would then fall to a level of minus 60, which did not make any sense at all. They took it out of patient and implanted another one. Same thing happened with that. They trouble shooted and the boxes and cables appeared to be working perfectly, appears to be functioning as it should. No adverse event reported. On (B)(4) 2016 per rep: no delay over 30 minutes in procedure, however, patient was subsequently required to return to theatre to have microsensor replaced. Second sensor was removed. At this time it was decided that further monitoring not required based on clinical condition of patient. Determined that further monitoring not required. Product specialist performed troubleshooting with returned microsensor (second sensor used) and no issues identified.